Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 250 mg/dl. Customer blood glucose level was 288 mg/dl. Customer experienced symptoms such as vomiting and ketone in urine. Customer treated with intravenous fluid and insulin. Customer declined trouble shooting for high blood glucose. It was also stated that the insulin pump had pump error hardware low level failures. Customer was able to clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer was advised to perform self test and self test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The supplemental report was creates to correct that the hospitalization was on (b)((6) 2019.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.